Event description:
It was reported that high impedance was detected during a replacement surgery scheduled due to battery depletion. The generator to be explanted could not be interrogated due to suspected battery depletion. When the new generator was implanted it detected high impedance. Troubleshooting was performed for the high impedance including generator diagnostics (which was within normal limits) and pin reinsertion to rule out incomplete pin insertion. When the lead was replaced, the high impedance resolved. The suspect product was discarded. No further relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data, corrected data: information regarding potential impact of high impedance on battery depletion was inadvertently not included in the initial MDR.

Event description:
Note that the failure to program due to battery depletion on the date of surgery was not consistent with the manufacturer's battery life calculator. The high impedance may have led to expected excessive current draw and premature depletion on the explanted generator due to excessive resistance. No further relevant information has been received to date.